Manufacturer narrative:
H.6. Investigation: a sample has been received and closely analyzed by our quality team. The customer's complaint of separation has been verified. A device history record review for model 2441-0007 lot number 20065946 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure is unknown at the time.

Event description:
It was reported that as lvp bur 60d smbore 3ss had air in line issues. The following information was provided by the initial reporter: material no: (B)(4) batch no: (B)(4). It was reported that there were air in line issues with some burette sets.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bur 60d smbore 3ss had air in line issues. The following information was provided by the initial reporter: material no: 2441-0007; batch no: 20065946. It was reported that there were air in line issues with some burette sets.